Event description:
The patient's father stated that the patient's infusion tubing separated sometime between 12am and 6am in 2007. The patient did not feel well when she woke up and vomited. Her blood glucose was elevated to 525 mg/dl. The patient's normal blood glucose range is 100-220 mg/dl. The patient gave herself an insulin injection and ate ice chips to lower her blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.